Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6)-2014 which refers to a person she knew, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain. On an unspecified date the consumer had to have her inserts removed due to pain and "insert balls were moved". Ptc investigation result received on 08-dec-2014. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. The ae case refers also to an unspecified product issue, however, no detailed information were available at this point in time regarding the nature of the issue. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event an unknown time after essure insertion and she had her inserts removed. Based on this information, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident due to the surgical intervention (not specified) required to remove the inserts. Additionally, non-serious event was added: insert balls were moved. Product technical complaint investigation received: there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up information will be possible since no contact information is available.